Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed noise and oversensing which led to an inappropriate shock. The patient was seen for a revision procedure where lead damage to the shocking electrode and lead body were noted. The lead was surgically abandoned and replaced. There were no additional adverse patient effects reported.